Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. It was determined that the ¿e400/433¿ was an internal failure error alert. Tac informed the customer that the generator would need to be returned to the service center for repair. The generator was returned to the service center for evaluation. The customer¿s complaint of an ¿ e400\433 error¿ was confirmed due to a faulty generator and printed circuit boards. The cause of the board failures is unknown. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an specified procedure, an e400/433 error message was observed on the generator. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (e433 error) is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. A deeper investigation of generator boards with e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. The subject device of this report was manufactured prior to the design change.